Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and evaluated by a third party service center. The internal part of the device was inspected visually and found evidence of visible foam degradation. The device's event logs were downloaded, reviewed and there was 1 error code present. The device has been scrapped.